Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a medical procedure in the v3 segment of the right vertebral artery using a benchmark 6f 071 delivery catheter (benchmark dc). During the procedure, the benchmark dc was advanced into the target vessel through a non-penumbra sheath. While the benchmark was in the patient, the strain relief near the hub of the benchmark dc cracked and consequently, blood was seeping out. Therefore, the benchmark dc was removed and the procedure was completed using a new benchmark dc. There was no report of an adverse effect to the patient.